Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device was not returned to the manufacturer and will not be evaluated.

Event description:
It was reported that during the checkout test the device failed the first portion of the check. The first test rate was only able to read at the recommended rate in the manual. It was also noted that no pulses were detected event with the output beyond 10ma. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.